Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoid procedure, the anvil could not be docked to the body of the device. There was no patient injury.